Event description:
It was reported that while attempting to cross a calcified occlusion in the superficial femoral artery (sfa) with the guidewire, it prolapsed and the tip was noted to be separated. The guidewire was removed. The patient is reported to be fine.

Manufacturer narrative:
The device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and the information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. The guidewire was returned for analysis along with the microcatheter. A large amount of blood was present in the microcatheter that is suggestive that insufficient flush was maintained during the procedure. Analysis of the returned device found the core wire separated 298.8cm from the proximal end. The inner coil and nitinol tubing were also separated. The inner coil was extensively stretched, the core wire was bent and the nitinol tubing was twisted on its distal section. The anomalies noted to the device are an indication that the device was torqued and excessive force had been applied to the device. Based on the investigation and the information provided lack of continuous flush likely led to resistance during advancement and therefore, contributing to the prolapse of the guidwire. Additional information confirmed that the following the prolapse of the guidewire, the physician used excessive force in moving the device and therefore, leading to the detachment of the guidewire's distal end. The directions for use state: maintain continuous saline flush between the guiding catheter and the interventional device and between the interventional device and the guidewire during the procedure, and never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Based on the investigation and the information provided, the most probable root cause is user error as insufficient flush was maintained.

Event description:
It was reported that while attempting to cross a calcified occlusion in the superficial femoral artery (sfa) with the guidewire, it prolapsed and the tip was noted to be separated. The guidewire was removed. The patient is reported to be fine.